Manufacturer narrative:
B5: it was reported during follow up that prior to starting treatment, the patient was described as ¿unable to move at all due to weak muscles and having difficulty to move mucus¿. The patient¿s blood pressure was 120/65 mmhg and pulse was 70 bpm and the patient was described as circulatory stable. H10: the device was evaluated onsite by a local service technician and no malfunction was observed. No alarms were reported by the customer for the prismaflex control unit, no defects were reported for the tpe 2000 set and it was stated ¿everything seemed to be working ok¿. Review of the downloaded treatment data indicates that alarms did occur. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A review of the treatment data files (lox files) revealed that the first treatment started at 09:11 ending at 09:44 and the review suggest there were issues with access and the return pressures likely associated with the catheter due to insufficient vascular access. The treatment was discontinued by operator choice. The total exchange volume had been set to 5700ml with a flow rate of 1000 ml per hour. The achieved plasma exchange was 325ml for this treatment. A new set was used and treatment was started again at 11:15 and terminated at 16:40 following a tmpa excessive alarm, indicating that the tpe 2000 set had clotted or was clogging. The treatment was discontinued by operator choice. The achieved plasma exchange was 5379 ml. A third tpe treatment was attempted at 17:22, likely with the attempt of achieving the 5700ml plasma exchange. However, an air in blood alarm and several return extremely positive alarms were generated when starting the treatment causing the prismaflex control unit to enter a patient safe state. No plasma exchange took place and the treatment was discontinued by operator choice at 17:56. Based on the treatment files the target plasma exchange volume was 5700 ml. At the end of treatment #2 5379 ml replacement plasma had been delivered. This indicates an approximate remaining time of 15-30 minutes (depending on set replacement flow rate) to reach the target plasma exchange. This is in line with the information that the patient passed away about 30 minutes prior to the end of the entire intended treatment. Medical intervention, which included cardio pulmonary resuscitation, drugs and fluid replacement was unsuccessful. The latest recorded blood pressure prior to the patient passing away was 95-100/50 mmhg with a pulse of 70-80. No clinical symptoms were reported in connection with treatments # 1 and 2. An autopsy has been performed but the results were not made available to baxter. Based on available information, findings of the technical service, and review of downloaded treatment data, there is no evidence that the prismaflex control unit or sets caused or contributed to the reported event of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapeutic plasma exchange with a prismaflex tpe2000 set and a prismaflex control unit, a patient suddenly passes away. It was reported that no alarms were issued by the control unit. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.